Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker was found to have stripped and offset ventricular set screw. The pacemaker was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of the physician's problem with the ventricular setscrew was confirmed. Analysis revealed that the setscrew itself was not defective; rather, the user/physician was incorrectly inserting the wrench into it while trying to engage and tighten the v-setscrew. This is a user related anomaly caused by the incorrect use of the wrench by the user/physician.